Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Initial reporter address 1: (B)(6). Device manufacture date: unknown. Investigation summary: samples were received and an investigation was performed. Embecta was not able to duplicate or confirm the indicated issue hence the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. Investigation summary: customer returned (1) used 32gx4mm bd pen needle without a cover, tear drop label, or inner shield attached. Consumer reported needle blocked. The returned pen needle was examined, and no damage was observed to either the patient end nor non-patient end cannula. The sample was tested for flow using a test pen injector and was able to expel properly. The alleged issue could not be confirmed based on the sample provided. Investigation conclusion: based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.

Event description:
It was reported that the unspecified bd pen needle was unable to deliver medication. The following information was provided by the initial reporter: "needle blocked".